Event description:
An hologic applications specialist was training a site technologist on the installation of a magnification (mag) stand on a dimensions mammography sys. The technologist inserted the mag stand, but released it (mag stand) before the sys audibly indicated it was securely connected to the sys. This action resulted in the mag stand falling on her finger causing a contusion. The technologist rec'd medical attention immediately following this incident, but is reported to be fine now.

Manufacturer narrative:
This incident was caused by the technologist prematurely releasing the magnification stand before confirming it was securely connected to the dimensions system. The connection of the mag stand to the system is confirmed by an audible sound. The mag stand was not returned to the factory because the hologic applications specialist was on site at the time of the incident. The applications specialist confirmed the magnification stand could be successfully connected to the system. This event was due to user error, not a malfunction of the system.